Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the rep, after a directlink gave incorrect readings following post -op insertion of the microsensor, then en-route to the ICU, the icp read "???". After unsuccessfully attempting to re-synchronized the direct link, the cable was changed there were no reports of patient harm.

Manufacturer narrative:
Additional information: the device was returned for evaluation. No issue was identified with the product. A review of manufacturing records could not be performed, as no lot or serial number is available on the cable. The reported issue could not be performed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.